Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 15.9 mmol/l, 9.1 mmol/l and 7.6 mmol/l. No adverse event. Requested return of suspect device for evaluation.